Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual evaluation of the returned product identified signs of wear threads due to usage. The devices were engaged. Functional testing to recreate the reported event was performed. The devices were determined to be stuck together. Patient had (moderate density) type ii bone. The reported device was being placed on tooth # 20 when the incident occurred. X-ray or picture was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant body could not be removed from the delivery mount. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI d9: device available for evaluation change ¿no' to 'yes' h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant body could not be removed from the delivery mount. Another implant was used to complete the surgery.